Event description:
The iab did not inflate. On 9/14/98, the following info was reported to datascope: the iab was inserted into the pt on 6/22/98 at 1:30 pm. On 6/23/98 at 4:00 am. The iab leaked and the iab was removed. [Event complications]: unk-reported 7/6/98; none-reported 9/14/98. [Pt's current status]: discharged-rpt'd 9/14/98.